Event description:
It was reported that the hex socket broke during final tightening. All broken fragments were retrieved and the procedure was completed with an alternate instrument, with no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, risk assessment result: the customer reported event was confirmed via visual inspection. The device was inspected and confirmed to have a fractured tip. It appears all fractured pieces were returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. According to CAPA, root cause was identified to be use error relating to over-torqueing during final tightening and not properly seating the hex within the set screw. Additionally, the device was over 3 years old. The IFU states that "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." Conclusion: the root cause is likely wear of the instrument due to its extended use along with possible over-torqueing and/or improper seating during final tightening.

Event description:
It was reported that the hex socket broke during final tightening. All broken fragments were retrieved and the procedure was completed with an alternate instrument, with no adverse consequences to the patient.